Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with an unknown mentor saline prosthesis experienced spontaneous left sided deflation post procedure. A physical examination confirmed the deflation. As a result, patient underwent bilateral replacements with mentor gel on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 12, 2022 mentor became aware that the initial report has incorrect statement regarding mre review since the devices lot number is unknown. Manufacturer¿s reference number: (B)(4). Since no lot number was provided, no manufacturing record evaluation could be performed.

Manufacturer narrative:
Additional information revealed that the reported device was manufactured by another company, and mentor will not continue on the product investigation. Manufacturer's reference number: (B)(4).